Event description:
It was reported that during a generator replacement procedure, the right ventricular lead exhibited intermittent oversensing. The patient was presyncopal. The lead remained implanted and the patient was stable post procedure.

Manufacturer narrative:
(B)(4).